Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device during the initial investigation. No accidental stick reported. No adverse event reported.